Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The patient returned for a follow up CT on (B)(6) 2014 and presented with a type ib endoleak which was confirmed via imaging analysis by trivascular. A re-intervention was subsequently completed (unk date) to implant two iliac grafts which successfully excluded the aneurysm. Patient anatomy appears to be a contributing factor to the type ib endoleak; however, this potential root cause could not be definitively confirmed.